Event description:
It was reported that there were high impedance readings that were device related. There was trouble shooting for high impedances during the battery change and the healthcare professional had decided to replace the extension and the implantable neurostimulator (ins). The device was used within for treatment. There was no patient death and the patient had recovered without sequela. Additional follow-up is being conducted, if additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension; product ID 3387s-40, lot# v187428, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v199750, implanted: (B)(6) 2009, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7482a51, serial #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot #: v187428, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial #: (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot #: v199750, implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_prog, serial #: unknown, product type: programmer, physician. Product ID: 37602, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot #: v187428, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot #: v199750, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported the cause of the impedance issue was not determined and there were no lead fractures noted on x-rays. Upon additional review of the file information indicated that the following information which was previously reported does not pertain to this event and is being removed and captured in a related event, see manufacturer¿s report number: 3004209178-2015-01391 ¿ ¿additional information received reported that the impedance was still over 40,000 ohms for contact 2. The impedance issue was not resolved and the doctor believed the lead was damaged. The patient was scheduled for a lead revision on (B)(6) 2015. The patient was not receiving effective therapy. A month prior to this report, the implantable neurostimulator (ins) and extension were replaced due to an impedance issue. The ins was kept off since then due to continued impedance issues. A lead exploration procedure was scheduled for the day of this report. Initially, when impedances were checked on just the lead at 3v, all impedances were within normal range between 500-1000 ohms. After connecting the extension and ins, impedances were measured to be extremely high with all pairs in the 15,000-26,000 ohm range except contacts 1 and 2 that were in normal range. A different clinician programmer had been used. Another clinician programmer was used and impedances were measured to be the following: c-1 = 4,200 ohms, c-3 = 9 ,000 ohms, 0-1 = 4,725 ohms, 0-2 = 5,485 ohms, 0-3 = 24,525 ohms, 1-3 = 10,000 ohms and 2-3 = 10,000 ohms. Running stimulation did not lower the impedances. The patient was able to programmed around the contacts and good therapy was achieved. None of the implanted components were changed.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that intraoperative impedances were greater than 3,600 ohms. A month prior to this report, the implantable neurostimulator (ins) and extension were replaced due to an impedance issue. The ins was kept off since then due to continued impedance issues. A lead exploration procedure was scheduled for the day of this report. Initially, when impedances were checked on just the lead at3v, all impedances were within normal range between 500-1000 ohms. After connecting the extension and ins, impedances were measured to be extremely high with all pairs in the 15,000-26,000 ohm range except contacts 1 and 2 that were in normal range. A different clinician programmer had been used. Another clinician programmer was used and impedances were measured to be the following: c-1 = 4,200 ohms, c-3 = 9,000 ohms, 0-1 = 4,725 ohms, 0-2 = 5,485 ohms, 0-3 = 24,525 ohms, 1-3 = 10,000 ohms and 2-3 = 10,000 ohms. Running stimulation did not lower the impedances. The patient was able to programmed around the contacts and good therapy was achieved. None of the implanted components were changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the impedance was still over 40,000 ohms for contact 2. The impedance issue was not resolved and the doctor believed the lead was damaged. The patient was scheduled for a lead revision on (B)(6) 2015. The patient was not receiving effective therapy.